Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot#: v972763, product type: lead. Product ID: 3387s-40, lot#: va00ucg, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient stated there may be fluid around the tissue on the side of their brain. It was reported that it was unknown if this was related to the device. It was reported that patient would be getting a brain scan. It was noted that a CT scan might be performed instead of an MRI. Follow up information received from the healthcare professional (hcp) reported that the fluid around the tissue in the brain was resolved on "(B)(6) 2014" by removing the right deep brain stimulation electrode. The issue was discovered through a CT scan of the brain, but the cause of the issue remains unknown.